Event description:
A clinic pharmacist reported that a knife did not cut during a procedure. Another knife was used to complete the case w/o harm to the patient.

Manufacturer narrative:
The customer did not return a sample for evaluation. The customer did not provide a lot number. Therefore, the condition of the product could not be verified and a lot history search could not be performed. The root cause cannot be determined. (B)(4).